Event description:
The hospital biomed reported that the wrong energy was being selected intermittently (the dial was off by one; 10j showed pacer, 150j showed 120j). The issue was discovered during daily testing. No patient involvement was reported.

Manufacturer narrative:
(B)(4).